Event description:
A surgeon reported a patient who was "not getting use of the rings that she sees" following intraocular lens (iol) implant surgery one year ago. The surgeon is considering exchanging the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).